Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer experienced low blood glucose levels. The customer's blood glucose level was 50 mg/dl. The customer did not mention how they treated. The customer did not mention any symptoms. It was unknown if auto mode was active during the event. No further details were provided. The insulin pump will not be returned for analysis.